Event description:
It was reported that the patient had dyspnea and voice alteration since implant; however, it got much worse after the patient was intubated november/december 2018. Reportedly, the ER had trouble intubating him. He saw his physician to address this issue of worsened dyspnea/voice alteration with the vns after the intubation. The patient reported that he used to be very active but that he now got short of breath when walking a short distance. When he saw his physician, he walked down the hall and it caused him to wheeze badly. His voice was also much more affected than normal by the vns. This had began to occur after the intubation while he was still being titrated. The patient reported that he had seen an ent in (B)(6) 2019 who had told him one of his vocal cords was paralyzed and was "out of place." The vns was disabled and when the patient walked down the hall, he had wheezing, but it wasn't nearly as bad as when the vns was on. The vns was turned back on at the request of the patient because the patient would rather deal with the shortness of breath and voice alteration rather than seizures. Diagnostics were within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The treating ent reported that he believed that both the vns stimulator implant surgery (likely from the intubation) and his intubation caused the vocal cord paralysis. The patient's left vocal cord was completely paralyzed while the right vocal cord was mildly paralyzed. No known relevant intervention has occurred to date. No further relevant information has been received to date.